Event description:
The complainant alleged that during a third party medical instrument svc, the device displayed a "defib error 109". The complainant indicated that there was no pt involvement in the reported malfunction.